Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two appropriate treatments during vt. Per clinical review of the continuous ECG recording, the device was started up at 10:14:50 on (B)(6) 2022. At 18:17:49, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 280 bpm with motion artifact. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with pvcs. At 11:33:54, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 270 bpm. The patient's post-shock rhythm could not be determined due to motion artifact/loss of cardiac signal. At 12:04:34, the device was shutdown. Per continuous ECG recording, motion artifact, electrode lead fall off, and loss of cardiac signal was seen from approx.11:33:54 until the final shutdown at 12:04:34 on (B)(6) 2022. Reporting out of an abundance of caution because it is unknown if the 2nd shock was able to convert due to the rhythm being obscured due to motion artifact/loss of cardiac signal.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two appropriate treatments during vt. Per clinical review of the continuous ECG recording, the device was started up at 10:14:50 on (B)(6) 2022. At 18:17:49, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 280 bpm with motion artifact. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with pvcs. At 11:33:54, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 270 bpm. The patient's post-shock rhythm could not be determined due to motion artifact/loss of cardiac signal. At 12:04:34, the device was shutdown. Per continuous ECG recording, motion artifact, electrode lead fall off, and loss of cardiac signal was seen from approx.11:33:54 until the final shutdown at 12:04:34 on (B)(6) 2022. Reporting out of an abundance of caution because it is unknown if the 2nd shock was able to convert due to the rhythm being obscured due to motion artifact/loss of cardiac signal.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The belt failed incoming testing. Upon investigation the electrode belt ECG "c&d" cable and rear 2 wire therapy electrode were severed and missing. The root cause for missing cable was physical abuse. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of device shutdown.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The belt failed incoming testing. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two appropriate treatments during vt. Per clinical review of the continuous ECG recording, the device was started up at 10:14:50 on (B)(6) /2022. At 18:17:49, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 280 bpm with motion artifact. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with pvcs. At 11:33:54, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 270 bpm. The patient's post-shock rhythm could not be determined due to motion artifact/loss of cardiac signal. At 12:04:34, the device was shutdown. Per continuous ECG recording, motion artifact, electrode lead fall off, and loss of cardiac signal was seen from approx.11:33:54 until the final shutdown at 12:04:34 on (B)(6)2022. Reporting out of an abundance of caution because it is unknown if the 2nd shock was able to convert due to the rhythm being obscured due to motion artifact/loss of cardiac signal.